Manufacturer narrative:
The beckman coulter internal identifier for this event is (B)(4). The beckman coulter internal identifier was changed from (B)(4) to the correct identifier, (B)(4).

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the lifter motor had failed the fse replaced the motor, which repaired the failing vortex. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the vortex on the navios instrument was not working. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.